Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the foreign matter remained due to the inappropriate reprocess handling by the user. -the watertight adhesive part between the distal end and the light guide lens was slightly peeled off, and dirt entered the inside of the lens through the gap. -there was deterioration due to physical or chemical stress or storage environment. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found the following. There was dirt on the inside of the light guide lens. A foreign material was found at the backside of the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.